Event description:
The ventilator was connected to the pt. The customer reports the rotary encoder is inoperative. The direct access knobs and the touch screen operate. There was no pt injury. The pt was removed from the ventilator and placed on another. Allegiance fse has been dispatched.